Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that escape button sticks on insulin pump and customer can no longer feel it on insulin pump as well as escape button will not work sometimes. Customer¿s current blood glucose was unknown. The insulin pump will not be returned for analysis.